Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The power button was the old version and had gotten stuck and stayed depressed. Additionally, the front panel mouth was cracked. Deep scratches were noted on the top cover. A non-olympus lamp was installed in the subject device and reading at over 300+ hours, causing the intensity output to measure out of range. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on his evis exera iii xenon light source was noted broken during procedure preparation. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the power switch was found to be broken and stuck. It was confirmed that the design of the power switch was changed in order to improve its resistance. The modified products were shipped from november 26, 2013. Olympus will continue to monitor field performance for this device.